Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address tibial loosening at the cement/implant interface. Competitor cement was used. Update: product was returned and upon inspection of tibial insert it was found to be worn. Insert is being added to complaint for poly wear. The complaint was updated on 8/1/2016.

Manufacturer narrative:
The received devices were forwarded to commercialized product development for evaluation. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. With the information provided, the root cause of the post-operative loosening cannot be definitively determined. (B)(4) has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.